Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that eight years and four months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to aortic regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the valve also had stenosis. Patient age added. If information is provided in the future, a supplemental report will be issued.